Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the adhesive allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient developed an allergic reaction to the pod adhesive causing excessive irritation, erythema, inflammation and skin peeling. The patient reported the pod site healed after several weeks.